Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that she was trying to connect controller today because her pain was off the charts. Once the controller connected the patient found stimulation to be off unexpectedly.